Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ blunt fill needle broke during preparation. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the sample that the customer returned could not be located. The shields are dropped on to the needle, and seated at the next station. If the needle has some angularity, or the shield does not fall straight, it is possible to catch the point of the needle, and when it gets seated, it can puncture the shield. This appears to be an isolated incident, and does not exceed specification limits. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was not completed as no batch number was provided. A complaint history check was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that a bd¿ blunt fill needle broke during preparation. There was no report of exposure, serious injury or medical intervention.